Event description:
A surgeon reported a pt who experienced strong glare following intraocular lens (iol) implant surgery. The pt stated that she cannot "go by car" due to the glare. Additional info was received from the surgeon, who reported the lens is correctly centered, and the glare is pronounced at night. The surgeon is considering explanting the iol. The surgeon indicated the use of an unapproved viscoelastic during the procedure.

Manufacturer narrative:
Eval summary: the product was not returned for analysis, results from the product history record review indicated the product met release criteria. No root cause could not be identified by the investigation. The reporter indicated the use of an unapproved viscoelastic. There have been no other complaints reported in the lot number. (B)(4).